Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 03700 (1/6), 03705 (2/6), 03745 (4/6), 03717(5/6), 03734 (6/6).

Event description:
The customer reported to olympus they received a b30 scope communication error on the light source. It was not specified during what type of device usage the event occurred. There was no report of patient injury or medical intervention associated with this event.